Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8840, serial#: (B)(4), product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer's representative (rep) provided the physician programmer serial number (B)(4).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_prog, lot# serial# unknown, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 5 mg/ml morphine at 1.9 mg/day and 5 mg/ml bupivacaine at 1.9 mg/day via an implantable pump for non-malignant pain. It was reported that the patient was in the emergency department on (B)(6) 2017 with neurologic changes including weakness, sensory changes in legs, and a loss of bowel function. It was noted that the pump was refilled that morning. It was determined that the clinician had changed the programming of the patient's personal therapy manager (ptm) earlier in the day. The patient gave himself a bolus at 16:30 and started exhibiting the signs and symptoms at 18:00 and went to the emergency department. It was stated that the ptm had been unintentionally programmed to deliver 10 mg morphine with each bolus. No further interventions were taken and nothing was to be done with pump interrogation or programming at that time. The patient was discharged from the emergency department and was noted to be "alive - no injury". It was unknown if the event was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.